Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump under infused. It was reported the patient had 15ml left out of 250ml, which was reported to most likely have been administered over 48 hours. No adverse patient effects were reported. No additional information is available at this time.